Event description:
The manufacturer received information alleging a low circuit leak alarm. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the reported issue was not duplicated during initial evaluation. The device's sensor board needs replaced to address the issue.